Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor did not generate images due to the third-party ups failure. Review of the system log file showed that there was a malfunction with system due to the ups issue. Upon inspection, fse confirmed the issue occurred due to electrical problem on customer electrical substation which affected the system, and the issue was solved by changing the video path cables, extenders and decoders. Fse replaced the fru displayport sl dvi ext., fru legacy video converter and singlelink dvi ext. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause the azurion system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the monitors in the exam room had no display. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.